Event description:
Information was received that the rod failed and required a revision surgery to replace with a new rod. No further adverse patient impact was reported and no injury or harm was reported in relation to the reported event. No further information is available.

Manufacturer narrative:
The device has not been returned for evaluation and further event or product information is not available. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, this report was found to be a duplicate of MFR#: 3006179046-2022-00101. Any additional information received related to this device will be reported under MFR#: 3006179046-2022-00101.

Event description:
No additional information has been provided.